Manufacturer narrative:
Date sent to the FDA: 2/10/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2016. (B)(4) submitted for the adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon noted there was a cuff of mesh that had adhered to the dermis and this was excised down to the level of the rectus fascia. It was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/10/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.